Manufacturer narrative:
The nurse reported that the central nurse's station (cns) spontaneously exited the cns software and went into windows mode. There were no error messages. The unit was monitoring bedside monitors (bsms) and tele devices at the time. The cns software was able to relaunch automatically and resume patient monitoring. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical devices: the following devices were used in conjunction with the cns:, bsms:, model #: ni, sn #: ni. Transmitters: model #: ni, sn #: ni.

Event description:
The nurse reported that the central nurse's station (cns) spontaneously exited the cns software and went into windows mode. There were no error messages. The unit was monitoring bedside monitors (bsm) and tele devices at the time. The cns software was able to relaunch automatically and resume patient monitoring. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the nurse reported that the central nurse's station (cns) spontaneously exited the cns software and went into windows mode. There were no error messages. The unit was monitoring bedside monitors (bsms) and telemetry transmitters at the time. The cns software was able to relaunch automatically and resume patient monitoring. No patient harm or injury was reported. Investigation summary: the customer indicated that after the cns software relaunched, they were able to resume patient monitoring. They stated that there were no error messages or power fluctuations. Multiple attempts were made to collect more information and acquire the logs, but no response from the customer was received. A review of the history of the serial number identified no further recurrences of the issue. Based on the available information, a definitive root cause could not be identified. A possible cause of the issue is long uptime of the device. Accumulation of multiple processes on the device through a long period of time may cause the software to crash. It is recommended in the operator's manual of the device to reboot the cns once every three months. Otherwise, the cns operation becomes unstable, and monitoring may stop.

Event description:
The nurse reported that the central nurse's station (cns) spontaneously exited the cns software and went into windows mode. There were no error messages. The unit was monitoring bedside monitors (bsm) and tele devices at the time. The cns software was able to relaunch automatically and resume patient monitoring. No patient harm was reported.